Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a rate of 37 bpm, during interrogation, the programmer exhibited that the device required a 3510 programmer, also noted was no rate response. The device was explanted and replaced. The patient experienced no complications.